Event description:
While the unit was in use on a patient, they heard "beeps" and weren't sure what they were. The patient was switched to another unit and therapy was continued. No patient injury was reported.